Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited over-sensing of premature ventricular contractions that led to inappropriate atrial fibrillation detection. Programming changes were discussed but no intervention was performed. No patient consequences were noted.